Manufacturer narrative:
This item is a distributed purchased finished good (pfg) that is manufactured by another company; therefore the DHR is not available for review. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found device condition to be poor; the base near the male pins have physical damage. Functional testing found the cord of the probe and still would not read; performed continuity test on the probe and found the orange and black wire open. The probe is defective and will not read. The root cause of the reported issue was found to be user interface; the open wires resulted from poor strain relief at the device connection end due to cord being subject to heavy use with extraneous forces. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4).

Event description:
It was reported that the oximeter is not reading correctly, the cord had to be maneuvered to get the red light to turn on. No patient injury was reported.